Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount (2-3 bags) of 150 ml capacity intravia containers had particulate matter inside the bag. When spiking the bags, a piece of plastic will occasionally break off from the bag and enter the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.